Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 27.0 mmol/l. The customer stated that they would like a replacement pump because, they had lost confidence in their current pump. The customer stated that the pump is not delivering insulin correctly. The customer stated that the pump was on suspend but the customer had cleared the suspend alarm and the pump started delivering the insulin. The customer was informed that their pump would be replaced. No further information was provided.